Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and did not work. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was frozen and not working. The field service engineer (fse) screen was frozen. The fse rebooted the station to clear the all-input output (aio) calibration lock and restore functionality. Then rebooted the station. The station was tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.